Event description:
Boston scientific received information that the patient attended the device clinic after hearing beeping from the device. It was determined the device declared elective replacement indicator (eri) 59 month post-implant due to charge times. A replacement procedure has been scheduled. No adverse patient effects were reported.

Event description:
Information was later received that the physician elected to leave the device implanted. No adverse patient effects were reported.

Event description:
Information was later received that this device was subsequently explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.